Event description:
It was reported that while working in the cx the stent dislodged from the otw mini vision when the doctor pulled back on the guide catheter. The doctor tried to snare the stent, but was unsuccessful. The balloon was never inflated and it was possible that the stent may have gotten caught in the end of the guide catheter. The patient went to surgery, but the stent was unable to be found.